Event description:
It was reported that the stent moved on the balloon and that vessel dissection occurred. The patient presented with coronary artery disease. The 28 x 4.00mm promus premier stent was introduced to treat an unspecified lesion. The stent delivery system (sds) came out of the guide at a bit of an angle and when the balloon was inflated to 16 atm to deploy the stent, a vessel dissection occurred. The balloon was removed to check for issues and it was noted that the stent had deployed but was instead on the shaft of the sds. Another promus stent was then deployed with good final result.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual inspection of the returned device revealed that the stent had dislodged off the balloon and moved proximally on the catheter with the distal side covering the proximal balloon bond. A visual and microscopic examination found that the proximal side of the stent appeared to have been deployed. However the distal end of the stent remained unexpanded and bunched up. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent moved on the balloon and that vessel dissection occurred. The patient presented with coronary artery disease. The 28 x 4.00mm promus premier stent was introduced to treat an unspecified lesion. The stent delivery system (sds) came out of the guide at a bit of an angle and when the balloon was inflated to 16 atm to deploy the stent, a vessel dissection occurred. The balloon was removed to check for issues and it was noted that the stent had deployed but was instead on the shaft of the sds. Another promus stent was then deployed with good final result.